Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2317-50 serial: (B)(4). Batch: 7021032.

Event description:
It was reported that the patients lead had migrated. The patient underwent replacement procedure and was doing well postoperatively. The explanted devices were not returned.